Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. With all the available information, boston scientific (bsc) concludes: device technical analysis. The watchman device remains implanted; therefore, returned device analysis could not be completed. Media review. Despite multiple attempts, procedural angiographic media was not provided to assist in the investigation. Device history record review. The batch number of the watchman device was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Labeling review. As the specific product family is unknown, the instructions for use (ifus) for all watchman product families were reviewed for this complaint. There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant did not seal and transient ischemic attack (tia). Risk review. As the specific product family is unknown for this complaint, risk documentation for all watchman product families were reviewed for this complaint. A risk review was completed and confirmed that the events of implant did not seal and transient ischemic attack (tia) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a per-device leak (pdl) and a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure had been performed, and a watchman closure device was implanted. At follow-up imaging, transesophageal echocardiogram (tee) revealed an approximately 11mm pdl the patient subsequently experienced symptoms consistent with a tia.

Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a per-device leak (pdl) and a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure had been performed, and a watchman closure device was implanted. At follow-up imaging, transesophageal echocardiogram (tee) revealed an approximately 11mm pdl the patient subsequently experienced symptoms consistent with a tia.